Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh (B)(4). On behalf of the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
The following was reported to arjohuntleigh by the arjohuntleigh representative: on (B)(6) 2014, the caregivers attempted to raise the patient with the maxi twin. While doing so, the jib of the maxi twin bent rather than raise the patient. There was no injury reported as a resulted of this incident.